Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra meter produced an inaccurately high blood glucose reading in comparison to another meter. The complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr. The patient advised the csr that on (B)(6) 2019, he obtained an alleged inaccurately high reading of ¿190 mg/dl¿ on the subject meter, compared to a reading of ¿115 mg/dl¿ on another device (doctor¿s meter). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes with a combination of oral medication (metformin; 3 times per day, unspecified dose), diet and exercise. He explained that two hours after the product issue began, he developed symptoms of ¿trembling, chills and sight blurred¿. The patient stated that he self-treated his symptoms with ¿more food and drank juice¿. At the time of troubleshooting, the csr confirmed that the correct testing steps were followed and an approved sample site had been used. The csr noted that the test strip vial was not cracked or broken and that the test strips had been stored correctly and were within expiry. The csr not confirm if the unit of measure was set correctly and was not able to walk the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an inaccurately high blood glucose reading with the subject meter.